Event description:
The customer reported a communication failure error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system hard drive was evaluated and replaced, and the config files were reloaded. The system was tested and found to be working as intended and returned to service.